Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens implant procedure, iol found to collect pigment and multiple inclusions. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. The root cause for the reported complaint could not be determined as no product was returned and not enough information was provided to complete the manufacturer internal reference number is: (B)(4).